Event description:
The device that connects the handler to the stapler cartridge would not work (connect). A new device was obtained and the case proceeded without further incident. Minimal delay to get new device.